Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that there were no impedance readings on the carto 3 system. There was an impedance reading on the ngen generator. When attempting to go on ablation the generator would stop and the error ¿no communication with carto¿ would appear. The procedure was aborted due to communication issues. All connections were confirmed to be correct. They had set force alarms and no alarms went off to indicate there was an issue. The "enable rf generator" was checked in the administration tools. The ngen system is hardwired and it is difficult to confirm cable integrity. Since it first appeared as an impedance error, a second grounding pad was added. This did not resolve the issue. The ngen, carto workstation, and piu were all shut off and rebooted multiple times. There were no observed errors on the carto workstation. The error that appeared and prevented the physician from ablating was on the ngen ¿ no connection with the workstation. A few hours after the case, the patient suffered a cardiac tamponade. The medical intervention was a pericardiocentesis and patient was reported to be in stable condition. The patient stayed the night to be observed. The physician did not mention what they thought caused the cardiac tamponade. They did not know if a pre-existing pericardial effusion existed because they were not using intracardiac echocardiography (ice) due to some issues they experienced with the carto 3 system during the procedure. Physician believes there was a bwi product malfunction as well. However, he is unsure of what the patient adverse event was caused by. If you were to ask him about the case, he would probably say the adverse event was caused by the single burn he applied before we realized the impedance error. His reason for saying this would be because we were not getting an impedance # on carto or on the display for the recording system. However, the ngen was still displaying an impedance # and the number was nothing out of the ordinary. Also, we noticed that carto was not displaying an impedance # very quickly, (within the first few seconds of the first ablation). The burn did not last more than 5 seconds, and the force alarm was set at 40. The physician's force did not surpass 20 in those 5 seconds of ablation. It also could have been from heparinizing the patient as the physician was transseptal (especially if there was an existing effusion).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).